Manufacturer narrative:
There were no alarms during calibration and it was within range. Qc was also in range and showed no indication of a performance issue with the reagent. In the alarm trace, there was an alarm for remaining volume decrease. A field service engineer (fse) replaced the sample probe and reagent probes and adjusted the reagent probes. He verified the gear pump and water pump pressure, which were all within the guidelines. He also performed a 21-cup precision test. The customer did not report any other issues after service. The investigation determined that the service action resolved the issue. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable cobas creatinine plus ver.2 assay (creatine) result from the cobas c 503 analytical unit. The initial result was 3.36 mg/dl, and the repeat result was 1.81 mg/dl. The results were repeated because they were questioned by the doctor. The sample was repeated on a different c 503 analyzer. The repeat results were deemed to be correct as they fit the patient's history.

Manufacturer narrative:
The creatine reagent lot number is 836716, the expiration date was not provided. The investigation is still ongoing.